Manufacturer narrative:
The device is not available to be returned for evaluation, at this time. The hospital stated they will retain the catheter for 2 years. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Maude event voluntary report no. (B)(4).

Event description:
It was reported that the balloon came off during the procedure and additional surgical retrieval was performed after initial rescue attempts failed. The procedure was declotting of a right axillary graft. There was resistance noted when moving the catheter in the vessel; however, the cause of the resistance was not determined. Characteristics of the vasculature and clot were not provided. During the procedure, the doctor was having difficulty moving the catheter in the vessel and then felt a "pop" and then the catheter moved more freely was able to be removed from the vessel. The patient was discharged home in stable condition.